Event description:
Multiple trauma pt with vena-cava obstruction was treated with tightly wound ace bandage wrap from ankle to top of thigh on both legs. Mechanical compression was applied to both feet with foot wrap placed over ace bandages. Foot wrap & ace bandages removed after 5 days of therapy, apparently without performing regular skin assessments. An exposed tendon was noticed on one foot which required skin graft.